Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic bradycardia and it was found the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) with rapid battery depletion to end of service (eos) and loss of capture. It was noted telemetry was lost during a device interrogation. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.